Manufacturer narrative:
A review of the mfg records for the device verified that the lot met all pre-release specs. Images provided do not allow for eval in relationship to this event.

Event description:
On (B)(6) 2012, a gore viabahn endoprosthesis was used during a tevar procedure with an extension to the right common iliac and a branched graft to the internal iliac. The access site was the right axillary artery and the access was tortuous. The viabahn stent graft was advanced to the target destination with difficulty. It was reported to gore that upon attempting to deploy the viabahn device, the deployment line was damaged and the device failed to deploy. Several attempts were made to pull the undeployed stent graft back into the introducer sheath without success. The viabahn stent graft was pulled bare back over the aortic arch to the axillary access site. It was stated that there was some resistance upon retrieving the viabhan across the aortic arch. It was stated that postoperative the pt had multiple embolic intracranial infarctions.